Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead; product ID 977a260, serial# (B)(4), product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (c0510217) found the connector pins to be broken.

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. The connector pin broke off on the desktop charger (dtc). Additional information received reported that the patient received the replacement dtc and it broke off again. It was stated that she could not use her stimulator and she was in pain. The patient then became escalated and disconnected the call. Follow-up was performed to determine if the patient had required further assistance and if she had any further concerns. This event will be updated if additional information is received. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.